Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an pinnacle anterior/apical pfr kit, as the technician was attempting to load the mesh leg into the capio device, the needle detached from the mesh leg into the capturing device, outside the patient. The physician completed the procedure with another pinnacle anterior/apical pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.